Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer had not yet loaded cartridge at time of call, however stated would contact tandem technical support should issues arise or persist. Customer's blood glucose level was 142 mg/dl.